Event description:
Attempting to insert left subclavian introducer for swan ganz catheter. The j-wire did not come out with the introducer and firm pressure was required to remove the j-wire. The j-wire was unraveled at the distal one third when it came out.